Event description:
A malfunction occurred on the pump, which the customer reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was advised to call back if the malfunction code reappears, and acknowledged this guidance.